Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of atrial septal defect (asd-atrial perforation), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of asd was likely related to procedural conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Medical devices: sheath: 26french, steerable guide catheter, 3 implanted mitraclip. The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other steerable guide catheter (71018u237) and the clip delivery system (71002u126) are filed under separate medwatch report numbers.

Event description:
This is filed to report the atrial septal defect (asd). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc 71018u237) and first clip delivery system (cds 71026u259) were advanced to the left atrium. The clip was positioned and deployed at a2/p2. The second cds (71002u126) was advanced to the mitral valve. The clip was deployed lateral of a2/p2, reducing the mr to 1-2. Before the gripper line was removed, the clip flipped up above the valve and was attached to some undetermined portion of the anatomy. The clip was still attached via the gripper line. The mr returned to 4, with possible chordal rupture. The cds was removed, leaving the clip and gripper line in place. While trying to determine what the clip was attached to, the clip freed itself and was only attached to the gripper line. The gripper line was retracted, pulling the clip to the tip of the sgc and into the right atrium, but only one clip arm could be retracted into the sgc. A second sgc (71028u122) was advanced into the left groin, while leaving the first sgc in the right groin with the detached clip. The third cds (71004u102) was then advanced, using the second sgc. The clip was deployed at a1/p1, reducing the mr to 3. A 26 french introducer sheath and snare were used to retrieve the second clip and gripper line through the second sgc. After the devices were removed, a large asd was present, which both sgcs contributed to. A 30mm asd occluder was placed for treatment, and the patient was confirmed to be stable. No additional information was provided.